Event description:
It was reported that the internal leakage, pressure transducer, and flow transducer sub-tests failed during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned air gas module, which regulates the inspiratory air gas flow to the patient, has been investigated. During testing in a reference ventilator, tests indicating failures during the pre-use checks tests during the reported internal leakage, pressure transducer, and flow transducer sub-tests. These failures were caused by a defective delta pressure transducer on a printed-circuit board (pcb) inside the gas module. There was no visual evidence of failure during the microscopic inspection inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. No device logs has been received. The root cause for why the pressure transducer has failed has not been determined from this investigation.

Event description:
(B)(4).